Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was nicked during replacement of ICD. An invasive procedure was performed on 10/30/97 due to inappropriate therapy. The lead was repaired with medical adhesive and remains implanted and active in the patient.